Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6). Medical intervention was necessary to avoid further patient injury. Through review of the expanded access form, the patient experienced anemia. It was noted that the patient received 2 units of blood. Therapy was not discontinued as a result of this issue. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. No unexpected alarms or critical errors occurred. Therapy was provided as intended. No CAPA was opened because of this event. Anemia is a known complication that can occur during extracorporeal therapy. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report that a patient experienced anemia within hemorrhage complications during eua hemolung therapy. Two units of blood were provided to the patient. Hemolung therapy was not discontinued as a result of this event.